Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient had an infection in the operated area which required a revision to remove the metal work in the elbow joint. The patient was hospitalized for greater than 24 hours.

Manufacturer narrative:
The reported event could not be confirmed. The device was not returned. X-rays were provided for the device. Since data was provided, the opinion of a medical expert was sought and stated as follows: « « from the information provided I can conclude that the patient received an elbow arthroplasty of the right elbow on (B)(6) 2021. Relevant medical history encompasses rheumatoid arthritis. Several months after the procedure, end of (B)(6) 2021 the patient was assessed for swelling of the elbow and pain. Over the months that followed, a deep infection (that is a prosthetic joint infection or pji) was confirmed through open biopsy and wash-out of the joint. The presence of a sinus (that¿s a pinpoint lesion of the skin being the point of entry of a sinus tract that form an open connection of the outside world to the infected site), and periprosthetic osteolysis on the x-ray, confirm this pji. Rheumatoid arthritis is a risk factor for infection in joint replacement in general. » more detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or any further information is provided, the complaint report will be updated.

Event description:
It was reported that the patient had an infection in the operated area which required a revision to remove the metal work in the elbow joint. The patient was hospitalized for greater than 24 hours.

Manufacturer narrative:
Please note the following correction: the establishment FDA registration number was corrected from (B)(4). D3 (manufacturer entity) and g1 (manufacturing site).

Event description:
It was reported that the patient had an infection in the operated area which required a revision to remove the metal work in the elbow joint. The patient was hospitalized for greater than 24 hours.